Manufacturer narrative:
During placement in the aneurysm, three orbit mini complex coils ((B)(4)) stretched. During repositioning, the coil remained in the aneurysm, while the sl 10 microcatheter (mc) was repositioned. After the event, all the coils and delivery systems were removed from the patient without any issues, and the same mc was utilized to complete the procedure. The mc was not re-shaped, and an adequate and continuous flush was maintained through the mc at all times. There was no resistance when the coils were inserted in the mc or kinks in the mc that may have contributed to the event. A balloon/stent remodeling product was not used during the procedure, and no additional force was utilized to advance or remove the coil/delivery systems. The saccular aneurysm was 11.3, neck was 4.2. The procedure was completed similar products, and without serious injury reported with the event. No further information is available. A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially unzipped without damaged. The support coil was found outside of the introducer on it proximal section without damage, the rest of the support coil was found inside of introducer. The gripper was found inside of the introducer without damage. The embolic coil was found stretched and it was still attached to the gripper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper and the embolic coil were inspected under microscope. The gripper was observed through the introducer tube due to the support coil was found partially outside of the introducer and did not allow advancing the device out of introducer. The gripper was found without damage and the embolic coil damages were confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported stretched coil was confirmed with the analysis of the returned device. The cause of the stretched condition could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place to prevent this kind of failures leaving from the facility. It was reported that the non-cordis microcatheter was repositioned over the coil which was deployed in the aneurysm. The instructions for use cautions that repositioning the catheter while the coil is deployed may lead to damage and/or premature detachment of the embolic coil. Additionally, it is possible that coiling of the wide necked aneurysm without neck remodeling may have required excessive coil manipulation. Procedural factors including aneurysm characteristics and device manipulation and interaction may have contributed to the reported coil stretching. With review of the available information there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time. This is 1 of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00374, 1058196-2011-00375, and 1058196-2011-00376.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15243210 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results. This is 1 of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00374, 1058196-2011-00375, and 1058196-2011-00376. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
A non-sterile trufill orbit dcs was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked. The introducer was received partially unzipped without damaged. The support coil was found outside of the introducer on it proximal section without damage, the rest of the support coil was found inside of introducer. The gripper was found inside of the introducer without damage. The embolic coil was found stretched and it was still attached to the gripper. Some waves were noted on the device; however these appear to occur during the handling of the unit when it was returned for evaluation. The gripper and the embolic coil were inspected under microscope. The gripper was observed through the introducer tube due to the support coil was found partially outside of the introducer and did not allow advancing the device out of introducer. The gripper was found without damage and the embolic coil damages were confirmed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported by the costumer as "coil - unraveled/stretched" was confirmed during the analysis. The cause of the stretched condition found on the embolic coil could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process. Additionally inspections are in place that prevents this kind of failures leaving from the facility. Therefore no corrective action will be taken at this time. This is 1 of 3 products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00374, 1058196-2011-00375, and 1058196-2011-00376.

Event description:
During placement in the aneurysm, three orbit mini complex coils (637mf2545, 637mf0304 and 637mf3575) stretched. During repositioning, the coil remained in the aneurysm, while the sl 10 (mc) microcatheter was repositioned. After the event, all the coils and delivery systems were removed from the patient without any issues, and the same mc was utilized to complete the procedure. The mc was not re-shaped, and an adequate and continuous flush was maintained through the mc at all times. There was no resistance when the coils were inserted in the mc or kinks in the mc that may have contributed to the event. A balloon/stent remodeling product was not used during the procedure, and no additional force was utilized to advance or remove the coil/delivery systems. The sacular aneurysm was 11.3, neck was 4.2 and neck to sac ratio was 7.8. The procedure was completed similar products, and without serious injury reported with the event. No further information was available.

Manufacturer narrative:
This is 1 of 3 products used during the same procedure on the same patient, which is associated with MFR report 1058196-2011-00374, 1058196-2011-00375, and 1058196-2011-00376. The product will be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.